Event description:
During an atrial fibrillation procedure, it was reported that there was a map shift on the carto 3 system. It was noted that the catheter extended between 2 to 4 millimeters beyond the shell. Troubleshooting was performed: checking patch placement and checking catheter location with no resolution. There was no reported patient movement or injury and the procedure was completed. On (B)(6) 2013, information requested was received from the bwi representative stating that the tip of the mapping catheter extended beyond the map shell near the right superior vein on the anterior wall. There were no errors or warnings noticed on the carto 3 system. The map shift was between 2 to 4 millimeters. No cardioversion was performed and it did not occur during ablation. No patient movement was noted and the procedure was completed with no patient consequence. Based on the additional information received, as no errors or warnings appeared on the carto 3 system, this event became reportable.

Manufacturer narrative:
(B)(4).